Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt could no longer charge their ins even after a controller reset and the pt was redirected to patient services to get a back up battery for the controller. Over the weekend the pt was no longer able to charge the ins, they reset the controller and attempted to charge the ins with 2 aa batteries inside the controller but they still received a message that it cant find it (pss understood no device found). Patient tried trouble shooting all day saturday but that was unsuccessful, pt called their medtronic representative  but they were on vacation and their voicemail said to call a girl; pt was unable to get in touch with the girl so their hcp sent an email to the girl (pt did not remember name of the girl). The medtronic representative (the girl the pt did not know the name of) got in contact with pt and their troubleshooting did not resolve the issue. Troubleshooting was unable to be performed as pt did not have their equipment present. Patient will call patient services back with equipment for further trouble shooting. During call pt said they had been taking quite a bit of pain medication to get through it.